Manufacturer narrative:
The field service engineer (fse) service the unit on 10/14/2008 and discovered the peristaltic tubing worn and flattened, most notably on the pippettor that produced the troponin I results. The fse replaced all peristaltic tubing and completed system verification testing. The customer reported no further issues with the alleged unit and had not encountered any issues with discrepant or non-repeating troponin I results. The unit conformed to the manufacturer's published performance specifications. Note: incomplete aspiration from the reaction vessel (rv) results in over-recovery for the troponin I assay. The customer reported quality control (qc) data was within range prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events this medwatch report is related to MDR 2122870-2011-03170.

Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient involving unicel dxi 800 access immunoassay system. This is report number one of two referencing system serial number (B)(4). The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to access the unit.